Event description:
Livanova deutschland has received a report of contamination by mycobacteria avium chimaera detected during periodic monthly check of the 3t heater cooler device. Customer requested deep disinfection. There is no report of any patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in portugal. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that is cleaned regularly according to the instructions for use. Moreover, the device is placed inside the operating room with the fan behind the surgical field, at an estimated distance of one (1) meter. In addition, the hospital user does not use reusable heating blankets for the patient. Moreover, a disposable pall-aquasafe water filter with a 0.2 m membrane used for tap water or an equivalent performance filter is used. However, the water quality monitoring and h2o2 checks are not performed every day as prescribed by instructions for use; when the device is not in use it is stored filled with water but h2o2 daily check is not performed; h2o2 is not added when the water in the tanks is changed (every 7 days) and 3t aerosol collection set is not replaced after the permitted use period. Based on the collected information, some deviations from device instructions for use were identified and these may have led/contributed to the reported contamination. This report was due on december 02, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the correct location in which the unit was located is gregorio marañon hospital in madrid, spain. Section e of this report has been update accordingly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.